Manufacturer narrative:
(B)(4). Date sent: 10/22/2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 22442 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: what was the date of implant? Did the device get explanted on (B)(6) 2021? If no for explant on (B)(6) 2021, when is the scheduled date for the explant? What is the lot number? When did the dysphagia first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Will the device be returned for analysis? Answer = partial removal (B)(6) 2021. Patient went home the next morning and had his 2-week post op visit last week. He feels great, no recurrent gerd, no dysphagia or pain anymore. Device was implanted (B)(6) 2019. No dilations. Pain and dysphagia started early (B)(6) 2021. 1 bead eroded posteriorly at gej. I laparoscopically inserted ports into the stomach and endoluminally removed 8 of 14. This is to be a staged removal with the rest of the beads removed laparoscopically and extraluminally in a bit. Beads sent to pathology on removal. No idea where they are now. As far as lot # - is this it? Device linx reflux 14 beads - lot #22442. The device is not available for analysis. Additional information was requested, and the following was obtained: in the additional information it stated ¿this is to be a staged removal with the rest of the beads removed laparoscopically and extraluminally in a bit.¿ was the rest of the device removed as stated above? If yes, when was the 2nd procedure? If no, when is the 2nd procedure scheduled for? Answer = no updates made available.

Manufacturer narrative:
(B)(4). Event date: unknown, assumed 1st day of month that event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? Did the device get explanted on (B)(6) 2021? If no for explant on (B)(6) 2021, when is the scheduled date for the explant? What is the lot number? When did the dysphagia first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented? What is the current condition of the patient? Will the device be returned for analysis? If yes to whom should the shipper kit be sent to (please provide full name and address). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient presented with mild dysphagia. It was discovered that there was an erosion of the esophagus. The device will be removed on (B)(6) 2021. There is no additional information at this time.